Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report before (B)(4) 2011.

Event description:
The customer reported that during an examination the measuring chamber has slipped off the collimator's rails and fell down.